Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint for use error, reuse of single use supplies is confirmed because it was reported in the event description that the user reused the same supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The patient guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. The patient guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. The assignable cause code was undetermined because even though the use error was identified, it is undetermined why the disposable was reused. The problem was confirmed for this use error - reuse of single use supplies complaint, because there was a defined use error. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Event description:
It was reported that during troubleshooting for an unrelated alarm, the home patient (hp) replaced the cassette during therapy without replacing any other disposables. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.